Event description:
A report was received regarding a tfn im nailing of the hip procedure. It was reported that the tip of the drill bit broke into the femoral neck. The drill bit tip was retrieved from the patient and no other fragments were found. The procedure was prolonged by about 10 minutes due to this incident. The surgeon used a back-up drill bit to complete the procedure.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A device history record review was conducted. The suppliers certificate of compliance indicated that the lot conformed to the material, hardness, and specifications. The drill bit conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition.

Manufacturer narrative:
Orchid unique manufactured the 6.0mm, 10.0mm stepped drill bit cannulated large qc 435mm, part 357.403, lot u158077. Due to an unknown cause, the fluted tip on the step drill is broken off. The broken tip exhibits cracking and minor nicks on the flutes. The part initially conformed to specifications, including material and hardness, in addition to the synthes incoming final inspection sheet. No unusual wear or cosmetic damage was noted on the balance of the part.